Event description:
It was reported that during servicing of a homechoice machine, an increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2013, 13:06:51. During night drain cycle five, the patient's ultrafiltration reading was 932ml, indicating the home patient (hp) drained 932ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The root cause was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).